Event description:
It was reported that the user dropped the ilet in a bathroom, after which the cartridge connector had unscrewed; the user reinstalled and secured the cartridge and connector, then, with customer care guidance, disconnected from the infusion site, performed a fill tubing until drops were observed, reconnected, and performed a fill cannula, after which insulin therapy was confirmed as resumed and the user was instructed to monitor glucose and call back if levels did not regulate. Symptoms included hyperglycemia with a blood glucose of 254 mg/dl lasting approximately 1 to 2 hours without alerts for sustained hyperglycemia, without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included temporary interruption of therapy with restoration of delivery following troubleshooting and education, with no hospitalization and no need for assistance. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that the device experienced a disconnection at the cartridge connector likely secondary to the drop, with no reproducible alarm or persistent malfunction after reconnection and priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.